Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead was oversensing noise. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.